Manufacturer narrative:
Technician found that the foot end casters were not holding. Replaced the casters to resolve this issue. Stretcher located in bed shop.

Event description:
Info received that the foot end casters were not holding. No injury alleged.